Event description:
It was reported the customer received an alarm regarding insulin delivery on their insulin pump. Customer's blood glucose was 69 mg/dl during this incident. The customer also reproted receiving an auto off alarm on their insulin pump. The customer disconnected from the call before further troubleshooting was completed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.